Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 1/01/2017 device evaluation: the device has been returned and evaluated by product analysis on 12/05/2016 with the following findings: during test, the pump powered on with auditory and vibration alerts to a blank screen. The ¿call service alarm issue¿ was unable to be adequately investigated due to an inability to run the 24 hour basal program. The pump¿s cover was removed and no intermittent condition was found to the electrically erasable programmable read-only memory (eeprom). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).